Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: stent fracture resulting in occlusion; myocardial infraction (mi) resulting in permanent damage. Device issue: stent fracture/ difficult to remove. It was reported that after stent implantation, upon removal of the guide wire, resistance was encountered with the implanted stent. The stent was reported to be fractured. In addition, the artery became occluded and the pt experienced an mi. An intra-aortic balloon pump was administered and the pt was put on a ventilator. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned without any blood visible. There was contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. There were four kinks located 15 cm, 18.5 cm, 20.5 cm and 34.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The inflation device used in the procedure was not returned. A new indeflator filled with water was used in an attempt to pressurize the balloon, but no fluid would advance due to the thick wet contrast. The sds was left pressurized at 16 atm overnight. The contrast dissolved and the balloon inflated. The balloon held pressure and there was no rupture noted. Negative was pulled and there was no flow of bubbles in the indeflator. Product performance engineering could not perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.